Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 166 mg/dl at the time of incident. Troubleshooting found that the pump was exposed to an MRI machine and there are motor alarms in the pump history. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms, unexpected no delivery alarms, or displacement anomalies noted. The insulin pump was monitored and no unexpected blank display, shutting off, bad battery or off no power alarms occurred during testing. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.